Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400mg/dl, 500mg/dl and then 386mg/dl. Customer¿s blood glucose at time of incident was 365mg/dl and current blood glucose was 269mg/dl. Customer had symptoms like diabetic ketoacidosis. Customer reports they had issue with infusion set. Insulin pump will not be return for analysis.